Manufacturer narrative:
Section a: patient involvement and information have been requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was an issue with the backup system controller. A new system controller was obtained, and a replacement was requested.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault was confirmed via evaluation of the heartmate 3 system controller (serial number (B)(6)) and a submitted photo. An image provided by the customer revealed the system controller alarming for controller fault. The returned system controller underwent testing and upon connecting to test laboratory equipment, a controller fault activated, and no communication was able to be established with the system monitor. The controller was disassembled, and the interior components were found to be in unremarkable condition. The eeprom memory integrated circuit (ic) was removed from the returned main printed circuit board assembly (pcba) and placed into the test pcba to download log files. After log files were downloaded, the ic was resoldered on to the returned main pcba. The system controller was reconnected to test laboratory equipment, and no alarms were active, and communication was established without issue. The controller fault alarm and communication issue were unable to be reproduced further. The controller underwent functional testing and passed all steps without issue. The system controller was connected to a mock circulatory loop and was able to operate the system for an extended period of time without issue. Log files were downloaded for review and contained data from manufacturing, 05mar2025 per timestamp, and from analysis at abbott. Data from the reported event date of 06nov2025 was not recorded. This is consistent with an issue with the eeprom memory circuitry. No notable events were observed in the log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was isolated to the controller¿s main pcba; however, a further root cause was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU, rev. D section 8-¿equipment storage and care¿ and heartmate 3 patient handbook, rev. A section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including controller internal fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.